Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("severe back pain, first in the lumbar region and currently the whole back") in an adult female patient who had essure inserted (lot no. B16014). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2020 she experienced headache ("left retro-orbital headaches radiating into the temporal area, every day for 2-3 months") and periorbital pain ("pain behind the eye orbit radiating into the temporal area, every day for 2-3 months"). An unknown time later she experienced back pain (seriousness criterion medically important), neuralgia ("neuralgia"), sciatica ("cruralgia"), anxiety ("anxiety") and depression ("depression"). Essure treatment was not changed. At the time of the report, the back pain, headache, neuralgia, sciatica and periorbital pain had not resolved. No causality assessment was received for essure with regard to back pain, neuralgia, sciatica, headache, anxiety, depression or periorbital pain. The reporter commented: period of occurrence: pain increasing over time. Back pain, first in the lumbar region and currently the whole back; headaches and pain behind the eye orbit; anxiety and depression. Conclusion of a consultation with a general practitioner on (B)(6) 2020: she has been experiencing left retro orbital pain radiating into the temporal area, every day for 2-3 months. The MRI suspected an aneurysm of the internal carotid (ic) intra cavernous portion, informed by CT angiography. Patient's current condition: severe back pain. Cruralgia and neuralgia. Difficulty walking in the morning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [Angiogram] on (B)(6) 2020: possibly aneurysmal (or related to infundibular dilation) [magnetic resonance imaging] on (B)(6) 2020: for assessment of left retro-orbital headaches: addition image of 2.5 mm of the left cavernous internal carotid (informed by CT angiography), possibly aneurysmal (or related to infundibular dilation), requiring a confirmation and computed tomography (CT) scan. No other anomaly likely to explain the clinical issue a technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-jun-2023. The most recent information was received on 15-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("severe back pain, first in the lumbar region and currently the whole back") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2020 she experienced headache ("left retro-orbital headaches radiating into the temporal area, every day for 2-3 months") and eye pain ("pain behind the eye orbit radiating into the temporal area, every day for 2-3 months"). An unknown time later she experienced back pain (seriousness criterion medically important), neuralgia ("neuralgia"), sciatica ("cruralgia"), anxiety ("anxiety") and depression ("depression"). Essure treatment was not changed. At the time of the report, the back pain, headache, neuralgia, sciatica and eye pain had not resolved. No causality assessment was received for essure with regard to back pain, neuralgia, sciatica, headache, anxiety, depression or eye pain. The reporter commented: period of occurrence: pain increasing over time. Back pain, first in the lumbar region and currently the whole back; headaches and pain behind the eye orbit; anxiety and depression. Conclusion of a consultation with a general practitioner on (B)(6) 2020: she has been experiencing left retro orbital pain radiating into the temporal area, every day for 2-3 months. The MRI suspected an aneurysm of the internal carotid (ic) intra cavernous portion, informed by CT angiography. Patient's current condition: severe back pain. Cruralgia and neuralgia. Difficulty walking in the morning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [Angiogram] on (B)(6) 2020: possibly aneurysmal (or related to infundibular dilation) [magnetic resonance imaging] on (B)(6) 2020: for assessment of left retro-orbital headaches: addition image of 2.5 mm of the left cavernous internal carotid (informed by CT angiography), possibly aneurysmal (or related to infundibular dilation), requiring a confirmation and computed tomography (CT) scan. No other anomaly likely to explain the clinical issue according to bayer qa, the batch number b16014 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.